Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error code 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a pump reset, which resolved the issue.